Manufacturer narrative:
The patient was scheduled for an x-ray and was referred to another physician. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range right atrial (ra) pacing impedance measurements. Noise was also noted when the lead was unipolar. The device was programmed to air as the right ventricular (rv) lead exhibited sub-optimal threshold and sensing measurements. Boston scientific technical services (ts) discussed possible causes of the out of range measurements. No adverse patient effects were reported.